Event description:
It was reported that tandem mobi pump experienced cartridge alarms during the load process, including cartridge alarm 30, and caller had encountered alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to always wait for prompts in tandem mobi mobile app before removing or loading cartridges, to use a backup insulin pump to maintain insulin delivery. Cts to replace pump.